Manufacturer narrative:
The subject device was not returned to olympus for evaluation. As pointed in the attached photo which was sent, demolition of the stent was confirmed. The hemorrhage from around the papilla was also confirmed. The manufacturing record with the product lot number was reviewed with no anomaly relating the pointed phenomenon. It is possibly considered that demolition of the stent and the hemorrhage from the bile duct was occurred by the following mechanism. It was difficult situation to remove the stent, such as the side flap getting stuck in the obstructing part of the bile duct. The forcible attempt to remove the stent with a removing tool in the situation above applied an excessive force near to the distal side flap, and the stent was consequently broken. The broken part of the stent got contact with the bile duct and caused the hemorrhage. Therefore, the reported phenomenon is considered to be caused due to handling by the facility. There is the following description in the instruction manual. Retrieval of the stent when withdrawing this instrument, confirm under x-ray that the inserted part of it is free from kinks and is not stuck in the stricture. Otherwise, it could cause patient injury, such as migration and dislocation of the stent. When retrieving this instrument from the bile duct, grasp a part avoiding the vicinity of side hole or side flap as much as possible, and slowly aligned with bile duct withdraw it with the endoscope observing fluoroscopic images. If a part around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent is withdrawn with excessive force, this instrument may break and leave debris in the bile duct. Do not retrieve this instrument in other methods than described in this instruction manual. Otherwise, it could cause migrating or falling off from the papilla and could damage the instrument. The subject device was discarded by user.

Event description:
In the procedure of common bile duct stent occlusion, the stent could not be recovered with a noose. It was demolished in the distal part and left behind an approximately 1.5cm long stent piece in the common bile duct. The piece could not be removed neither with balloon, basket or catheter. The patient was transferred to another hospital because he had severe pain. The stent -piece was removed using a lasso catheter during a percutaneous transhepatic cholangiography.